Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Pump system check with tandem technical support (cts) found the infusion set tubing was blocked. Customer changed the infusion set. Reportedly, customer was using apidra insulin. Cts educated customer that apidra was not labeled for use with the pump. Customer acknowledged information. Customer's blood glucose was 240 mg/dl.